Manufacturer narrative:
Additional reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient had a sudden "coughing fit" and then the console displayed a fiber optic sensor failure message. The customer had tried reconnecting, and recalibrating. They had already disconnected the fiber optic cable again, and then transduced the central lumen with a good waveform. They were advised a chest film to confirm placement. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 40.9cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 3.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Updated field(s): describe event or problem event site email medical device ¿ problem code complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient had a sudden "coughing fit" and then the console generated fiber optic sensor failure and unable to calibrate optical sensor alarms. The customer had tried reconnecting, and recalibrating. They had already disconnected the fiber optic cable again, and then transduced the central lumen with a good waveform. They were advised a chest film to confirm placemen. There was no patient harm or adverse event reported.